Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported no sound from the device. No impact or consequences to patient were reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing.  The device was turned on via battery power and ac power.  During the operational testing the unit provided visual alarms and passed simulation testing by providing accurate measurements.  The sound that is emitted from the device speakers is distorted and quiet.  Internal inspection identified that a component on the system board failed testing due to insufficient electrical resistance which caused the speakers to emit sounds that were distorted and quiet. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported no sound from the device. No impact or consequences to patient were reported.